Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the right brachial of a male patient in the micu. While advancing the peel away sheath and dilator over the spring wire guide into the tissue, the clinician encountered a great deal of resistance. As he advanced the dilator and sheath forward, the entire assembly folded and damaged the tip of th peel away sheath. As a result, a seldinger conversation kit was opened for a new sheath/dilator and a skin nick was made with a scalpel in order to advance the assembly into place. There was no delay in treatment and no patient death or complications reported. It was noted the clinician experienced the same problem multiple times within the past month with both the 40cm and 50cm double lumen catheters. See MDR 1036844-2014-00228 for the same issue with the 50 cm kit.